Event description:
It was reported that the patient unintentionally removed an indwelling central venous catheter (cvc). Hospital staff indicated that no product abnormality was identified that may have contributed to the event. It is unknown whether the catheter was secured with sutures at the junction hub and catheter clamp. No patient injury, adverse health consequences, or clinically significant harm were reported in association with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond removal of the affected device and replacement with another device.

Manufacturer narrative:
(B)(4).